Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device and simulated use testing. Internal and external visual inspection was performed. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 02:26:06. During night drain cycle two, the patient's ultrafiltration reading was 226ml, indicating the home patient (hp) drained 226ml more than their maximum programmed fill volume of 300ml. No additional information is available.